Event description:
It was reported the single use fiber solitive super pulse laser fiber caught on fire when the laser fiber was secured into the laser. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.